Manufacturer narrative:
The iabp has two battery bays which accommodate exchangeable rechargeable batteries. The system automatically switches to battery power if ac power is not available (intentionally or due to power loss). Prior to portable operation, the battery should be fully charged. The current state of charge of each installed battery is depicted in the battery icon display area on the monitor display. The percentage of charge on the battery pack can be observed by depressing the charge status button located on the back of each battery pack. Five leds are provided to indicate the state of charge. Each led indicates approximately 20 percent charge. To view the battery status, press the button located on the front of the battery. The leds will illuminate informing the user of the battery approximate state of charge. Additionally, the battery status leds will be illuminated when the battery is charging. However, in this state, the led representing the current state of charge will continuously flash informing the user that the battery is charging. Battery not charging because of console not correctly docked and latched to the cart: cardiosave can have two configurations - hybrid and rescue. Cardiosave hybrid mode is when the rescue unit is docked into the hospital cart. Cardiosave rescue mode is when the iabp is in rescue configuration and not docked into the hospital cart. If the iabp is set up in hybrid mode and the rescue mode icon is displayed, ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid, the iabp will sound three audio tones of increasing volume. Upon transitions from hybrid to rescue, the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue, the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode, meaning the iabp was docked into the hospital cart that is attached to the ac power line, and if docking was not performed correctly, then the system will not be able to automatically use ac power to charge the batteries and will result in batteries not charging. The system shows an informational message unable to charge batteries when the system is unable to charge batteries. For complaints that were identified to have incorrect docking of the console in the system or absence of ac power, the root cause is user related. CAPA 326047 was initiated to implement a software update to include an iabp docking status indicator in the cardiosave user interface.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Patient involved. No harm reported. Device running on battery when plugged in. No fault logs available. No parts to return. The fse spoke with customer and it was found that unit was not docked correctly. Customer docked the unit and then verified charging. He let device charge in his office before returning to service. This was resolved over the phone. Completed product inspection per customer/manufacturer requirements. Customer was asked about iabp hours and patient information, but the informations were unknown or unable to obtain.